Event description:
It was reported that the patient had received multiple shocks and went to the ER. Interrogation of the implantable cardioverter defibrillator (ICD) device showed no episodes and indicated the device memory had been cleared. Review of the device data file revealed that a power on reset (por) had occurred. It was further reported that the device was unable to transmit wirelessly. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, implanted (B)(6) 2008; 419478 implantable pacing lead implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed a firmware error message/code had triggered. Analysis of the device also indicated normal battery depletion had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated an electrical reset. The analyst noted: telemetry c is listed in observations as "wireless telemetry no longer available.¿ undetermined date of power on reset (por) as timestamp lists 01 january 1994; por count is three with multiple reason codes and erroneous dates due to corrupted por buffer.